Event description:
National complaint coordinator reported the home patient (hp) felt too full, as if they had been overfilled, while using the homechoice pro cycler for apd therapy. The hp contacted baxter's technical assistance and was placed into a manual drain, removing 4,233mls of solution. Review of this incident by the technical support representative indicates that the hp may have bypassed and overfilled self during therapy. There was no patient injury or medical intervention as a result of this incident.